Event description:
(B)(6) is the initial importer of the device which is a rollator. Pms team is attempting to obtain the return of the device for evaluation. The consumer advised that she did not have the device on hand. Follow-up submission will be filed if device is retrieved and evaluated. The turn radius limiter reportedly of the device broke while in use. The end-user sustained a gash on left knee which required 10 stitches.